Event description:
The lead was returned to the manufacturer after being explanted during a patient upgrade. The lead tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was received in segments. The outer insulation had a breached depression. All conductors were distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut. The lead was stretched.